Manufacturer narrative:
The micropituitary shaft tip is broken off at the center of the jaw pivot pin forward. The broken off portion of the shaft is missing and not returned for analysis. Optical examination reveals a fairly brittle fracture surface, with no indication of fatigue. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the instrument was cracked. There were no fragments of the devices broken off. No patient complications were reported.